Manufacturer narrative:
(B)(4)

Event description:
Same case as: MDR ID 2134265-2015-08186. It was reported that balloon rupture occurred. Vascular access was obtained via the right femoral artery. The 99% stenosed, 28mm in length, de novo, eccentric target lesion was located in the non- tortuous, moderately calcified and 3.5mm in diameter proximal to mid right coronary artery (rca). The lesion contained >45 and <90 degrees bend. A 6f al1 and a 6f jr4 non bsc guide catheters were placed. After a non bsc guide wire crossed the lesion, a 2.00mmx12mm emerge balloon catheter was advanced for predilation. Another 3.00mm x 12mm emerge balloon catheter was then advanced for another predilation. The balloon was inflated however it ruptured at 18 atmospheres on the fourth inflation. The device was completely removed and was exchanged to a 3.50mm x 12mm nc emerge balloon catheter however the balloon again ruptured at 20 atmospheres on the third inflation. The device was then completely removed from the patient. Another 3.50mm x 12mm nc emerge balloon catheter was used for predilation with residual stenosis of 20%. The procedure was completed by implantation of a 3.5x12mm synergy stent in the distal rca and a 3.5x28mm synergy stent in the proximal to mid rca. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. There was contrast in the inflation lumen. The balloon was loosely folded. Microscopic examination of the balloon revealed that the majority of the balloon material was longitudinally torn. Microscopic examination presented no irregularities in the balloon material that could have contributed to the damage. Microscopic examination presented no irregularities in the ro marker that could have contributed to the damage. Microscopic examination presented no damage or irregularities in the bonds. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: MDR ID 2134265-2015-08186. It was reported that balloon rupture occurred. Vascular access was obtained via the right femoral artery. The (B)(4) stenosed, 28mm in length, de novo, eccentric target lesion was located in the non- tortuous, moderately calcified and 3.5mm in diameter proximal to mid right coronary artery (rca). The lesion contained >45 and <90 degrees bend. A 6f al1 and a 6f jr4 non bsc guide catheters were placed. After a non bsc guide wire crossed the lesion, a 2.00mmx12mm emerge (tm) balloon catheter was advanced for predilation. Another 3.00mm x 12mm emerge (tm) balloon catheter was then advanced for another predilation. The balloon was inflated however it ruptured at 18 atmospheres on the fourth inflation. The device was completely removed and was exchanged to a 3.50mm x 12mm nc emerge (tm) balloon catheter however the balloon again ruptured at 20 atmospheres on the third inflation. The device was then completely removed from the patient. Another 3.50mm x 12mm nc emerge (tm) balloon catheter was used for predilation with residual stenosis of (B)(4). The procedure was completed by implantation of a 3.5x12mm synergy stent in the distal rca and a 3.5x28mm synergy stent in the proximal to mid rca. No patient complications were reported and the patient's status was stable.